Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specification range. Pump received with normal operating currents. Pump monitored for several days and no blank display noted. The battery tube connector plugged in properly to electronic board during visual inspection. No unexpected low battery alarm noted. The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, end cap address label peeling, cracked case behind the pump at the battery compartment and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the patient changed the battery due to a low battery level, but the insulin pump would not turn back on. The patient tried at least two batteries but the insulin pump remained off. The patient's blood glucose at the time of incident was 3.7 mmol/l. The battery cap was not damaged. The insulin pump will be returned for analysis.